Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2018-08431. Reference MFR. Report: 1627487-2018-08432. Reference MFR. Report: 1627487-2018-08433. The patient is implanted with scs system for off-label use. It was reported x-rays confirmed 3 of the patient's 4 leads migrated. The field representative performed programming and was able to establish partial therapy for the patient¿s pain pattern. As a result, the patient is awaiting surgical intervention.

Event description:
Device 1 of 4, reference MFR. Report: 1627487-2018-08431, reference MFR. Report: 1627487-2018-08432, reference MFR. Report: 1627487-2018-08433. Follow-up information provided both of the patient¿s occipital leads and the left supraorbital lead were replaced. The right supraorbital lead was repositioned. Diagnostics revealed impedances were good. Therapy was restored and the issue was resolved.